Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned in any original packaging. The implant is on the insertion tool. The implant has a hole from stress in it, this failure has been determined to be related to the reported event. There is bio debris on the suture and in the eyelet. A blue/white suture has been caught in one of the suture snare loops, pulled out of the eyelet prior to completing the loading through the eyelet, and bent toward the outer edge of the implant. The suture has been cut off just below the implant. The second snare loop has been deployed without a suture in it and is sitting at the top of the eyelet. A functional evaluation could not be performed since the suture loaders have deployed and are deformed. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength is specified, and a certificate of analysis is required with each shipment. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force applied to the device or improper tensioning. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a procedure, the sutures of the opus speedscrew did not went down when they were pulled. The sutures were cut and anchor was removed with the screwdriver. The procedure was completed using a smith and nephew back up device. There was a delay less than 30 minutes and no further complications were reported.